Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced for dilatation; however, the device delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient's complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Devie evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced for dilatation; however, the device delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient's complications nor injuries were reported and the patient status was stable.